Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device is displaying ¿replace generator soon¿ error message. The ipg is providing therapy. Surgical intervention may take place at later date to address the issue.

Event description:
Additional information indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Therapy was confirmed post op.

Manufacturer narrative:
The implant was not returned for evaluation; however, diagnostics and programming data was provided. The longevity assessment of the programming history shows actual device longevity to be within the expected range. Based on the information received, the ipg¿s actual device longevity is consistent with the ipg reaching normal end of life. Hence, this event is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.